Event description:
It was reported that the customer experienced ongoing occlusion alarms. There was no adverse impact to the customer's blood glucose level, which remained relatively normal without exceeding 500 mg/dl. To address the issue, the customer changed the infusion set and cartridge, resumed insulin, and implemented recommendations to try a longer cannula and rotate infusion sites. The customer appreciated the plan and agreed to follow it while being encouraged to seek further assistance if occlusions persisted.